Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor not powering up was confirmed via evaluation of the returned system monitor. The returned system monitor was initially evaluated at the european distribution center (edc) and the issue was reproduced. The main printed circuit board (pcb) and inverter pcb were replaced and the issue resolved. After replacing the pcbs, a full functional checkout was performed and the unit passed all tests. The replaced components were forwarded to product performance engineering (ppe) for further evaluation. Further ppe evaluation isolated the issue to compromised component on the main pcb. The compromised component was replaced and the main pcb functioned as intended thereafter. After replacing the compromised component, the main pcb was installed into the system monitor test fixture and functionally tested with a test power module and system controller with no issues observed. The reported event was determined to be caused by a compromised component on the system monitor main pcb; however, the root cause of the component not functioning properly could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Vsm-2100 was shipped to the customer on (B)(6) 2006. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported during the investigation that there was damage to the pcb and damage to the housing of the system monitor. The monitor would reportedly not start up.